Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of unable to inflate completely is not confirmed. The returned iab bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) malfunction during use on a patient. After insertion only the lower third of the balloon inflated despite max augmentation and full helium supply. It was reported that there was no problem with insertion of the iab but once inserted the balloon did not open. As a result, a new iab balloon was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) malfunction during use on a patient. After insertion only the lower third of the balloon inflated despite max augmentation and full helium supply. It was reported that there was no problem with insertion of the iab but once inserted the balloon did not open. As a result, a new iab balloon was used. There was no report of patient complications, serious injury or death.